Manufacturer narrative:
Product ID 3778-60, serial# unknown; product type lead product ID 97754, serial# (B)(4); product type recharger product ID neu_ptm_prog, serial# unknown; product type programmer, patient. (B)(4).

Event description:
Additional information received from a manufacturing representative (rep) reported that the patient had a wound dehiscence after the device was implanted which caused the explant of the device in (B)(6) 2015. The lead was left in the patient and the rep was not sure if the patient still had an extension or not. The patient was undergoing a revision to put in a new implantable neurostimulator (ins). The rep only had a specific extension and the patient had 1 quad lead. The rep inquired if it was ok to use the extension and keep one side open. They planned to move the ins to the right side due to past wound issue and they also planned to move the ins up higher on the right side as it was too low on the left side.

Event description:
It was reported that the patient experienced device heating during recharging. It was also noted that their implantable neurostimulator (ins) battery was depleting, that the recharging interval was shorter than with their previous device, and the patient was convinced that something was wrong (¿it is malfunctioning¿) with the ins device. Reprogramming was performed as a diagnostic/ troubleshooting action. In addition, hospitalization was noted as an action required although it was also reported that a pocket revision was planned due to oozing from the pocket. Additional patient symptoms of burning sensation, drainage, incisional wound opening, and swelling all at the ins device pocket site. The patient status at the time of report was noted as ¿alive- no injury¿. There were no further details, interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the pocket revision was performed and the implantable neurostimulator (ins) was repositioned. There was no infection present. The cause of the shorter recharge interval was because the patient¿s newer ins had a smaller capacity than their previous device. The root cause of heating during recharging was not determined. After the revision surgery the patient recovered with great paresthesia and they were receiving effective therapy.